Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms fracture of the welded joint from strike plate and handle body. Damage to the device in the form of strike marks on the strike plate from previous uses and nicks and gouges to the handle body. No other damage noted. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs provided showing fracture of the device where the strike plate meets the handle of the device. The fracture is along the weld between the handle and the strike plate and completely separates the device into two pieces. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shell inserter fractured when the surgeon hit the head with a hammer during a hip procedure. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.